Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the power supply would not power on nor would the system fan, the power supply was replaced. It was also noted that the lower case handle was broken. Product ID: 2067l, radiofrequency head; product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer will not boot up even though the fan can be heard running and the power surging sound of the motor, but no actual power getting to the programmer. The programmer was returned for repair. There was no patient involvement.